Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. Reportedly, the patient received shock and had surgery. The patient also felt pain around the site. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. The rv lead remains in service.